Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the bottom while the cartridges were being filled. Blood glucose ranged from 200-300's mg/dl. Reportedly, a new cartridge was successfully loaded to address the event and insulin delivery was resumed.